Event description:
Pt felt strong shocking sensation twice during CT scan. Scanner was a CT lightspeed by ge. Hcp did not know whether pt had device on or off during scan. No report of device explantation. A follow-up report will be sent if additional info is received.